Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that approx. 15-20 minutes after the end of the induction, the message "ventilator failure" appeared on the device and the patient was not ventilated. The device was then switched to spont/man and the patient was ventilated with a hand bag, which worked without any problems. After approx. 1 minute, the device was switched back to vc mode and then worked without any problems. No patient injury reported.